Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user's hearing performance with the device is affected.

Manufacturer narrative:
Additional information: according to the information received, intraoperative in situ measurement results were already consistent with damage to the active electrode which most likely occurred, inadvertently, during implantation. In addition, a postoperative partial migration of the active electrode out of cochlea was indicated by diagnostic imaging. However, to determine an exact root cause a device investigation of the explanted device is necessary. Revision surgery is considered, but no date has been scheduled yet.

Event description:
Reportedly, the user's hearing performance with the device is affected.re-implantation is considered, but a date has not been scheduled yet.

Manufacturer narrative:
Conclusion: according to the information received, intra-operative in situ measurement results were already consistent with damage to the active electrode which most likely occurred, inadvertently, during implantation. The damage could be confirmed during device investigation. During explantation surgery two channels were found extra-cochlear and the middle part of the electrode array appeared folded. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
Reportedly, the user's hearing performance with the device is affected.the user has been explanted.